Event description:
It was reported the norian drillable inject 3cc-sterile did not harden in specified time. A piece of an instrument did not remain in the patient after surgery. No other medical intervention required. There was surgery time delay of 20 ¿ 30 minutes. The patient was unharmed. This is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment not diagnosis. Expy nov 2015. A review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The part was not returned for evaluation. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.